Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was positioned and a 20mm watchman flx closure device and delivery system (wds) were advanced. The wds was partially deployed when a mobile thrombus was identified within the laa. The procedure was aborted, and the closure device was not implanted.